Manufacturer narrative:
Mfg site eval: samples received: 3 unopened racepacks. There are previous complaints of this code batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. A minimum of five samples would be preferred because is the minimum number of units that requires the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Complaint states: the needle is detached from the thread, not in all units, randomly.